Event description:
The facility reported a pump that turns itself off. These problems occurred during biomed testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of the pump that turns on and off by itself could not be confirmed during product evaluation. Therefore no additional action was necessary.